Manufacturer narrative:
The device has not yet been received by the MFR for eval. A f/u report will be submitted if the product is received, and if the investigation results require.

Event description:
It was reported that during a surgical procedure, the navigation communication unit would not function. Backup equipment was used to successfully complete the procedure, however, a 30 minute delay was experienced. It was also reported that no add'l anesthesia was administered to the pt, as a result of this event. No pt or user injury was reported, and no other adverse consequences were alleged with this event.